Manufacturer narrative:
Device evaluation - evaluation of the returned implant did not demonstrated signs of the screw blockers failing. Typical screw back-out failures would show signs of a fractured or loose blocker. However the blockers are intact and rigidly affixed in their orientation on the plate. A root-cause of the failure could not be determined as there was no damage to the instrumentation. Review of device history record found 15 pieces of this lot were released for distribution on 07/02/2018 with no deviation or anomalies. Two-year complaint history review found this to be the only complaint for this part number. As the root cause could not be determined and this is the first report of this nature for this part number the need for corrective action was not indicated.

Event description:
It was reported that the patient underwent initial procedure on (B)(6) 2019 utilizing the slimplicity anterior cervical plate system. Revision was performed on august 13, 2019 to address backout of two (2) 4.0mm x 14mm variable screws (66-sv-4014) from the anterior cervical plate plus 3-level 43mm (acp343p). All hardware was remove and replaced. Radiograph received shows two screws backed out of the plate.

Manufacturer narrative:
Patient information - unknown. Occupation - other; sales representative. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that the patient underwent initial procedure on (B)(6) 2019 utilizing the simplicity anterior cervical plate system. Revision was performed on (B)(6) 2019 to address backout of two (2) 4.0mm x 14mm variable screws (66-sv-4014) from the anterior cervical plate plus 3-level 43mm (acp343p). All hardware was remove and replaced. Radiograph received shows two screws backed out of the plate.